Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see updates to d8, d9, h2, h6, and h11. The device was not returned to olympus for inspection; therefore, the reportable malfunction could not be confirmed. Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
There is no new information provided by the customer.

Event description:
It was reported the fiber snapped from the subject device when the valve on a resectoscope was closed. The reporter did not know which winchester hospital location the issue occurred at. Multiple attempts were made to the customer to obtain additional information. There were no reports of patient harm. This is report 1 of 2.

Manufacturer narrative:
Related patient ID: (B)(6). The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.